Event description:
Customer reportedly received result of 215 mg/dl on the advantage system 1 and 69 ng/dl on the advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550513, expiration date 05/31/2009). Reference medwatch report is for the suspect device used in system 2.